Event description:
Surgeon was using the bovie with the extender tip when the sheath came off of the extender tip. He then removed the outer sheath of the bovie extender ( ref#: (B)(4)) because it came off from the main shaft of the extender. It was not left in the patient.